Event description:
It was reported that a resident fell through the sara floor lift while being supported in a standing position during a brief change. The resident collapsed but did not sustain any injuries. The caregiver sustained a right shoulder injury due to a sudden shift in the resident¿s weight and was later diagnosed with a rotator cuff strain. The lift was inspected and load tested. No faults were found.

Manufacturer narrative:
The investigation is in progress. When the final conclusions are available, a final report will be submitted.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
There was no malfunction identified on the involved system that contributed to the claimed event. According to the sara flex instructions for use (IFU 04.kl.00.en_8), ¿sara flex is a mobile standing and raising aid [¿] to lift and transfer patients/residents from one place to another e.g. To and/or from a chair, wheelchair, bed side, bath, shower/commode chair or toilet.¿ ¿sara flex should only be used for the purpose specified in this IFU. Any other use is prohibited.¿ ¿before use the caregiver should always consider the patients\residents medical condition, physical and metal capabilities.¿ in the analysed case, the most probable root cause of the incident is unintentional use error. Although the patient was supported by the lift and the sling, the most likely a brief change contributing to a loss of resident stability and subsequent fall. No deficiencies were identified in the lift or sling; both met their specifications. They were used as a system for patient transfer and therefore played a role in the incident. This complaint decided to be reportable due to the patient¿s fall.